Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-clamp tubing alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump exhibited a "no disposable clamp tubing" alarm message. Per reporter patient was instructed to turn the pump off and back on. The screen then displayed "run, res vol 613.2 ml." No report of a continued alarm message. Reported settings were: residual volume 613.2 ml, rate 6.0 ml/hr, demand dose 4.0 ml, dose lockout 30 minutes with 5 attempted and 3 given, given amount 136.85 ml. It was also reported that the patient indicated an increase in pain which, per reporter, the patient's anesthesiologist stated was to be expected, while the surgeon had indicated that the patient should not have any pain. Per reporter patient was advised to use demand doses for the pain. No additional adverse effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.